Manufacturer narrative:
(B)(4). Mfg site name: -(B)(4). One accutrac 200 laser fiber was returned for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face and this indicated that the fiber was broken within the connector. The condition of the returned device would cause the fiber to emit no energy thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, the laser fiber would not fire laser energy during procedure and troubleshooting was attempted but did not work. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.